Event description:
It was reported that the patient experienced pocket pain. The patient's system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2010. Product ID: 5076-45, implantable pacing lead: implanted: (B)(6) 2007. Product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2010. Product ID: 694958, implantable tachy lead, implanted: (B)(6) 2007. (B)(4).